Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, two fluid loss alarms were received during seal integrity check. No cervical leak was noted. The physician suspected a perforation occurred due to the rate of fluid loss (60ml/min). It is unknown if the perforation required treatment. Additional attempts for follow up have been unsuccessful.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The exact age of the patient is unknown,however, it was reported the patient was over 18 years.